Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoids ligation procedure performed on (B)(6) 2025. During the procedure, two of the seven bands were squeezed together, preventing any of the bands from being released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the angus during an internal hemorrhoids ligation procedure performed on (B)(6) 2025. During the procedure, two of the seven bands were squeezed together, preventing any of the bands from being released. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the returned device, visual inspection revealed damaged teeth and one overlapped band. The handle was not returned. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The marks observed on the ligator housing teeth suggest that the device may have been subjected to excessive force, resulting in damage. Alternatively, the damage could be attributed to the technique used by the physician when inserting the device into the patient, which may have also impacted the handle's functionality during band deployment. This problem may be related to the physician's technique or the way the device is handled during band deployment using the handle. It is possible that the device's positioning or anatomical tortuosity during the procedure affected the handle's functionality. Additionally, depending on how the varix or polyp was grasped by the ligator unit, the suture may have shifted due to procedural movement, preventing proper band deployment and causing band overlap. It is also possible that an attempt to release the band from the suture was made, but damage to the teeth interfered with successful deployment. Based on all gathered information, the probable cause selected is adverse event related to procedure.